Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) sensor that was activating out of specification. The cause of the customer reported problem was the defective dso sensor. The pump was in good condition, no physical damage found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the dso rubber seal and recalibrate the dso sensor.

Event description:
It was reported that during annual service the alarm alerted for occlusion for no reason. There was no patient involvement.